Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges right cantilever armrest dropped down and customer lost her balance and fell on armrest.

Manufacturer narrative:
Based on the limited evidence returned for evaluation, it is the evaluator's opinion that the fracture to the upper link weldment (B)(4) on the right armrest linkage assembly (B)(4) was caused by a rearward impact centralized in the area of the right side width adjustment bar/ adjustment knob. This is supported by the damage to the adjustment knob itself. It is unknown if the fracture contributed to the alleged event but pride does warn to avoid using the armrests for weight bearing purposes.

Event description:
Customer alleges right cantilever armrest dropped down and customer lost her balance and fell on armrest.